Manufacturer narrative:
Visual inspection performed on the 19 december 2018 by mysolution manager: after the visual inspection of the myspine guide, we confirm the guide has been designed according to the procedure in force. The model is conform.

Manufacturer narrative:
Other device involved: myspine s01 vertebra reference 7.0706 (k173472); batch review performed on 12 december 2018; lot 00981s: (B)(4) items manufactured and released on 31 october 2018. Expiration date: 2019-03-14; no anomalies found related to the problem. Investigation performed by mysolution department on november 21, 2018. Our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
The surgeon was not able to drill safety because the sleeve part length of myspine s01 drill based guide was too short in comparison with others. Moreover it was not able to set on the spinal bone stable. The surgeon drilled only the entry point under the imaging and proceeded freehand drilling causing a critical delay in the surgery.